Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated a falsely high sodium (na) result for one patient sample. Customer stated that the result was not reported outside the laboratory; therefore, patient treatment was not affected. Customer also stated that the sample was repeated on another instrument in the laboratory, the synchron cx pro clinical system, model cx9, which yielded the results that were reported. Customer stated that instrument operators were not affected by the instrument issue.

Manufacturer narrative:
Please note that customer was unsure as to whether the laboratory uses beckman coulter, inc. (Bec) cleaning solutions for the twice weekly flow cell instrument maintenance, as required per the instrument's instructions for use (IFU). This user maintenance error may have contributed to the instrument issue. The customer technical specialist sent the necessary bec flow cell cleaning solution (ion selective electrode care kit) to customer. Customer cancelled the service request and has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)